Manufacturer narrative:
The reported event, safety pin fracture, was confirmed. Through visual and functional inspection, the technician found that the safety pin was broken off, technician identified worn front cap. The front cap, safety pin, blade mount assembly, and other suggested parts were replaced and the handpiece was returned to the customer after passing the final inspection.

Event description:
It was reported that the safety pin from system 6 sagittal saw fell during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.